Manufacturer narrative:
Section a2 and a4: unknown; requested but not provided. Section d6a - implant date: implant date does not apply because the lens was removed during the same procedure. Section d6b - explant date: explant date does not apply because the lens was removed during the same procedure and has never been implanted. Section e1 - telephone number:(B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a burr had been observed outside of the haptics under a microscope after insertion of the lens. At that time, the reporting physician thought it was ophthalmic viscoelastic device (ovd) from its injector attached to the haptic and tried to aspirate it, but it could not be aspirated. After this, the physician thought it could be material from the lens itself or foreign substances and decided to remove it by cutting it in the patient¿s eye. It is unclear if there was foreign material on the haptic or if it was damaged. The procedure was completed successfully with the back-up lens, which took an additional 30 minutes. No further information provided.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: july 28th 2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection of the handpiece revealed that the complaint handpiece was received with the plunger rod fully advanced. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint issue. No alleged foreign material could be identified in the cartridge. Visual inspection of the lens revealed that it was received submerged in balanced salt solution; therefore, the alleged foreign material may have been washed off or dissolved. Additionally, the solution was inspected and no foreign material was observed, the solution could be observed to be clear throughout. The lens was dried, and the lens could be observed to be cut. No damage or foreign material on the lens could be identified. The complaint issue of haptic damaged and foreign material ¿ loose was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. In response to the special request, no foreign matter was observed on the lens, and no damage to the haptic was observed during product evaluation. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.